Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) /2025. On the same day, it was reported that the patient woke up and was feeling well. Around 10am, the patient was found unconscious by his daughter. The patient¿s cgm was displaying a ¿sensor failed¿ alert. It was not specified how long the patient¿s sensor had been in an error state prior to him losing consciousness. Emergency medical services (ems) was called and they transported the patient to the emergency room (ER). At the ER, the patient was admitted to the ICU and when he regained consciousness, he was told his bg level had been low (no specific value was reported). The patient could not recall what medication or treatment he received. No injuries were reported. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.